Manufacturer narrative:
An investigation is underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien in 2008 that a patient had a problem with dialysis catheter. The customer reported that the day before, the patient had a hemodialysis, but the flow could not meet the requirements and the hemodialysis failed. Product was tested prior to use and re-intubation was needed.